Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. One of the clamp jaws has fractured from the device. The damage to the device renders it non-functional. The investigation determined the likely root cause of the event to be overtightening of the clamp during multiple uses. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
When the surgeon clamped plastic bone and femoral cutting guide, the tip of the clamp was broken in workshop.

Event description:
When the surgeon clamped plastic bone and femoral cutting guide, the tip of the clamp was broken in workshop.